Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a leak occurred at the luer lock portion of a 6f 0.070 extra-back up (xb) 3 100cm vista brite tip guide catheter. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a leak occurred at the luer lock portion of a 6f 0.070 extra-back up (xb) 3 100cm vista brite tip guide catheter. There was no reported patient injury. Additional event details, including the event date were requested; however, not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18234763 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "luer hub leakage" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.